Event description:
It was reported by service report that the fowler would not rise and the siderail would not latch. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Fowler.